Event description:
It was reported that the patient was having ¿a lot of trouble¿ since a refill appointment on (B)(6). The medication concentration was increased from 1500mg/ml to 2500mg/ml and the dose was increase by 20%. A few days later, an ambulance was called for the patient because she he was having trouble breathing. Since then, the dosing had been reduced, but the patient was still having issues. The patient had symptoms of ¿limp body¿, hallucinations, double vision and nightmares. All of the patient¿s function that he gained in rehabilitation was gone. The patient had a refill appointment on (B)(6) 2013 and the healthcare provider (hcp) would only reduce the dosing by 2%. The medication became too strong for the patient. It affected all part of his body. The hcp started to reduce the dose after that, first by 11%, then by 5%. They symptoms seemed to get better, but never got ¿totally better¿. It was suggested that the hcps in the patient¿s area were not familiar with the patient¿s pump. The patient got a ¿double whammy¿, as he had a 60% increase in concentration and an increase in dosing. It was noted that a physician¿s assistant was managing the patient¿s pump and it did not seem like the physician was involved. The patient never had a 20% increase in the past. It was unclear why the hcp would not decrease the dose by more than 2%. It was noted that the patient had almost ¿no function¿ on his own. The patient had multiple sclerosis (ms), however, the symptoms were noted to be not typically caused by ms. It seemed that the symptoms were more related to the medication than the ms diagnosis. The device system was used to deliver baclofen 2500mcg/ml at 1140.6mcg/ml. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).